Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported alarms could not be conclusively determined through this evaluation, and the reported alarms were unable to be confirmed through the evaluation of the submitted log file. The submitted log file contained data from (B)(6) 2021 21:56:26 through (B)(6) 2021 13:48:00. No atypical events were captured in the log file. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient was in the clinic and reported alarms while on the mobile power unit (mpu). The patient was placed on their own mpu in clinic and there were no alarms. The vad coordinator considered sending the patient home with an ungrounded patient cable. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. This document also instructs the user to call their hospital contact if they think, for any reason, that any portion of the equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was only having alarms while on the mpu. It was noted that the patient had not used their mpu in approximately 2 months due to the alarms. The patient was placed on their own mpu in clinic with no alarms. The site considered sending the patient home with an ungrounded cable. A log file was sent in for review which found no abnormal alarms associated with a short to shield condition. It was noted that this might have something to do with the patient's continuous use of batteries which might be masking the alarms. It was also noted that the patient connected to the power module on (B)(6) 2021 with no issues. It was recommended to proceed with caution when using the mpu at home. It was also requested for additional log files. No additional information was provided.